Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the sieve is saturated. As stated on the repair statement additional malfunction on this device: on/off switch control panel has no alarm.